Event description:
A report was received that alleged a patient received burns on patient's upper legs. The patient required treatment at the hospital. The warming device was on the patient's legs during a procedure. The burns were noticed after the procedure was completed.

Manufacturer narrative:
Customer has yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.